Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2021, she underwent medical device removal (seriousness criterion intervention required). Essure was removed on an unknown day of the same month. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: as a result of essure, this plaintiff suffered from severe and permanent injuries. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("medical device removal / the remaining left essure coil was visualized to be protruding from the left cornua") in a 37 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of appendectomy, pelvic pain, overweight, pregnant, parity 2, gravida ii and chronic pain. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2021, 4227 days after essure insertion, she experienced fallopian tube perforation (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (right (salpingectomy)laproscopy). At the time of the report, the outcome of the event was unknown. The reporter considered fallopian tube perforation to be related to essure administration. The reporter commented: as a result of essure, this plaintiff suffered from severe and permanent injuries. The uterus is retroverted discrepancy noted : removal date as per argus (B)(6) 2021 and as per mr (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: fallopian tube, right (salpingectomy): benign fallopian tube, completely transected, showing benign paratubal cysts. Fallopian tube, left (salpingectomy): benign fallopian tube, completely transected, showing no significant lesion right side essure device: medical device admit date : (B)(6) 2021, subjective report : 32 years old gravida 2 para 2002 with essure displacement desiring essure removal and permanent sterilization. Psh : open appy age 12 ob history : g2p2002, nsvd x2 medication : none [x-ray] on (B)(6) 2021: no evidence of right ovarian cyst. Essure noted on the right side in position as discussed above. The left essure device is not seen on this study. This may be technical, or 1 device was not placed on this side. If indicated this can be re evaluated by ultrasound or ap view of the pelvis for confirmation of a left essure device in pelvis. Single supine view of the abdomen and a single supine view of the pelvis revealed that the left sided essure device is no longer in the expected location. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 13-sep-2023: mr received : event- "medical device removal updated to fallopian tube perforation", reporters information medical history surgical pathology reports added, non drug treatment event onset date and rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. In (B)(6), 2009, the patient had essure inserted. In (B)(6), 2021, she underwent medical device removal (seriousness criterion intervention required). Essure was removed on an unknown day of the same month. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: as a result of essure, this plaintiff suffered from severe and permanent injuries. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.